Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the twist clamp of a transfer set. This issue occurred at home during treatment. The treatment was stopped and did not restart. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body. The reported condition was verified. The cause was inadequate solvent to the insert chip. Should additional relevant information become available, a supplemental report will be submitted.